Manufacturer narrative:
Health effect impact code: f2203. Initial reporter phone number: (B)(6). Initial reporter email: (B)(6). Initial reporter facility name: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reported a rupture of the right device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Pain: unable to observe, as it is a medical event. Not related to the device. Additional observations: red particles were observed, on the shell.

Event description:
Physician reported, a rupture of the right device. Device has been explanted and replaced.